Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. A bent/kinked cannula was noted, but it is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level had reached 310 mg/dl and the cannula appeared bent. The pod was worn between 24 and 36 hours.